Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a line on display during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. During functional testing, a line was observed on the display during startup. The issue did not affect the displayed information after startup. No line was observed during pump operation. The unit was able to load and run an infusion successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. However, the device requires calibration and testing for precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.